Manufacturer narrative:
Patient's date of birth was not provided; however, patient's age was given. Patient's weight and patient's ethnicity/race were asked but the office did not chart these information. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after wearing the tap iii sleep device. After wearing the sleep device for a minute, the patient complained of having dry mouth. Upon experiencing the reaction, the patient stopped wearing the sleep device and the symptom went away shortly. The patient did not require any treatment for the reaction. The patient was reported to be ok. The patient has no relevant medical or dental pre-existing condition; however, the patient is allergic to nickel. The doctor did not make any adjustment to the sleep device. The patient rinsed the sleep device with water prior to wearing it.

Manufacturer narrative:
The tap iii was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edges of the appliance (upper and lower) were not rough. There were no cracks found. The device's layers were intact and did not separate. Overall, the device was clean; however, some debris was observed to be present. The device turned yellow due to normal usage. The metal accessories were inspected; the hook, the locking screw, the adjustment screw, the bite pad, the adjustment key and the metal plate were all intact. The tap iii device has a 3-5% nickel content and is very possible for people with existing sensitivity to develop an allergic reaction. The patient in this case was reported to be allergic to nickel. The patient's instruction booklet states "allergic reaction may be encountered in people who are sensitive to nickel or self-curing acrylic." The device's caution label state "inspect the tap device prior to each use. If any parts of the device become loose or damage, return to prescriber. Discontinue use if you observe material separation, material degradation or damage parts. Discontinue use if you're experiencing nausea, vomiting, soreness or an allergic reaction." The device was returned without defect and the material has no abnormalities. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.